Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose the customer¿s blood glucose was 425 mg/dl and 426 mg/dl at the time of incident. Customer had a symptom like acid reflex, nausea, thirst. Customer treated with insulin pump and manual injection. Customer stated that the drive support cap was normal. Customer stated that the cannula was bent. Troubleshooting was performed for high blood glucose. The product will not return for the analysis.